Event description:
It was reported that during a pulse field ablation procedure using a farawave pulsed field ablation catheter the patient experienced pericardial effusion, atrial perforation, and dyspnea with low oxygen saturation. Pre-procedure imaging showed no signs of effusion. The pulmonary vein isolation (pvi) was completed successfully with the farawave catheter. There was no sign of effusion when the ventricles were imaged again after this. A cti line ablation was performed with the stablepoint catheter in the faradrive sheath. Cti line imaging after the ablation showed a small effusion. The patient's anticoagulation was not reversed. The sheathes were removed from the patient and a figure-8 stitch was used for closure. The procedure was considered complete, as the effusion was not discovered until the very end of it. The patient was sent to post-op with instructions for a follow-up with the cardiology department. About an hour later the patient was having trouble breathing and had below normal oxygen saturation. A pericardial tap was performed and 600ml of fluid was drained from the pericardial sack. The patient was admitted to the hospital afterwards. When the condition of the patient did not improve the physician elected to send them for cardiothoracic (CT) surgery later that evening. The CT surgeon discovered a toothpick sized hole in the posterior wall of the left atrium. A single stitch was used to close the hole. The patient was discharged from the hospital in stable condition two days after the ablation procedure. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. No further information expected. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. If there is any further relevant information obtained, a supplemental medwatch will be filed. Investigation summary: based on the available information, although the product was not available to be returned, we have determined that pericardial effusion, perforation, atrial, dyspnea and hypoxia are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion, perforation, atrial, dyspnea and hypoxia are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided within the event description and procedural timeline, the reported atrial perforation led to the development of pericardial effusion, which subsequently resulted in hemodynamic compromise manifested as dyspnea and hypoxia; these were considered secondary clinical outcomes in the reported event sequence. Pre-procedure imaging demonstrated no evidence of pericardial effusion. Pulmonary vein isolation was completed using the farawave pulsed field ablation catheter, with no effusion observed on subsequent imaging at that stage of the procedure. A small effusion was first identified only at the end of the procedure, following completion of additional ablation steps. Based on the information available, the specific mechanism and timing of the atrial perforation cannot be definitively determined. There is no evidence to support a causal relationship between the farawave catheter and the reported injury. There were no allegations of a quality, manufacturing, or performance deficiency related to the farawave catheter, and the device has not been returned for analysis.

Event description:
It was reported that the patient experienced pericardial effusion, atrial perforation, and dyspnea with low oxygen saturation. During a pulse field ablation procedure using a farawave pulsed field ablation catheter the patient experienced pericardial effusion, atrial perforation, and dyspnea with low oxygen saturation. Pre-procedure imaging showed no signs of effusion. The pulmonary vein isolation (pvi) was completed successfully with the farawave catheter. There was no sign of effusion when the ventricles were imaged again after this. A cti line ablation was performed with the stablepoint catheter in the faradrive sheath. Cti line imaging after the ablation showed a small effusion. The patient's anticoagulation was not reversed. The sheathes were removed from the patient and a figure-8 stitch was used for closure. The procedure was considered complete, as the effusion was not discovered until the very end of it. The patient was sent to post-op with instructions for a follow-up with the cardiology department. About an hour later the patient was having trouble breathing and had below normal oxygen saturation. A pericardial tap was performed and 600 ml of fluid was drained from the pericardial sack. The patient was admitted to the hospital afterwards. When the condition of the patient did not improve the physician elected to send them for cardiothoracic (CT) surgery later that evening. The CT surgeon discovered a toothpick sized hole in the posterior wall of the left atrium. A single stitch was used to close the hole. The patient was discharged from the hospital in stable condition two days after the ablation procedure. The device is not expected to be returned for analysis.